Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Date of event is an estimated date.

Event description:
According to the available information the device was explanted and replaced due to cylinders were felt to be too short. Patient had poor tissue integrity in the proximal portions due to thick encapsulation due to multiple revisions and a small false passage.